Event description:
A home pt (hp) contacted baxter's technical svc ctr (tsc) for assistance during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, "fluid was spurting out of the connection of one of the (supply) bags" to a supply line of the homechoice set. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp.